Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, episodes of noise were observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. The noise was consistent with the minute ventilation signal. The minute ventilation sensor was programmed off. The ICD and the ra lead remain in service. No adverse patient effects were reported.